Event description:
The facility reported an infusion pump with an "error air". Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention has been reported. No additional facility contact was available.